Manufacturer narrative:
Lead: model 39565, lot# v695782013, implanted: (B)(6) 2011, explanted: unk. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation which first occurred approximately 4 hours after implant. The overstimulation occurred on the right side of the body, specifically in the right leg, and took place prior to stimulation in the lower back, where the patient needed pain relief the most. The manufacturer representative turned the device off. When the patient sneezed or coughed she felt a "burst" sensation in her abdomen. The patient's rib cage was also swollen. Reprogramming had been attempted. The overstimulation was so great that the patient could not walk because she felt as if her right leg would buckle beneath her. It was later reported that stimulation was intermittent, and that the patient could only feel stimulation when her body was in certain positions. Stimulation was only felt in her back when the patient arched her back and lifted her head. It was noted the device had been reprogrammed multiple times. It was noted the patient experienced pain around the device while it was healing for several weeks. The patient also had problems with medication, and was very thin and sensitive.